Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage noted to the battery cap or battery compartment; the battery cap was able to attach securely to the pump. No defects were found to the power circuit or battery connections.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is completed the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the pump intermittently rebooted without user intervention. The distributor also stated that the problem persisted despite using a new battery cap. There was no reported patient impact associated with this complaint.